Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with central corneal edema limiting the patient's vision after having micro-glaucoma stent implanted. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.10. No sample has been returned for evaluation for the report of central cornea edema limiting vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of any intraoperative complications associated with device implantation or of device failure. Possible root cause is considered to be the significant amount of phaco energy/time associated with removal of the dense cataract prior to device implantation. The relationship between extended phaco time/energy and the presence of central cornea edema is well-established in published literature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6. Corrected. Additional information provided in h.11. No sample has been returned for evaluation for the report of central cornea edema limiting vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of any intraoperative complications associated with device implantation or of device failure. Possible root cause is considered to be the significant amount of phaco energy/time associated with removal of the dense cataract prior to device implantation. The relationship between extended phaco time/energy and the presence of central cornea edema is well-established in published literature. The manufacturer internal reference number is: (B)(4).